Manufacturer narrative:
The implicated rapid infuser and disposable set were not returned for evaluation. Biomed tested the system at the hospital and found that the disposable set heat exchanger was damaged and dirty with debris. However, no internal damage was found inside the rapid infuser itself. The biomed was unable to duplicate the event after running the unit for three days using different flow rates, line pressures, and fluid temperatures; the unit passed all tests according to manufacturer specifications. We have attempted to contact the hospital for additional information, but no response has been received as of the date of this report. Certain solutions are contraindicated according to the american association of blood banks, as stated in the rapid infuser operator's manual, and may result in clot formation inside the heat exchanger, which could potentially block flow and cause the disposable to overheat. However, it is not possible to draw a conclusion without sufficient information or an evaluation of the device. Should additional information become available, a follow-up MDR will be submitted accordingly. Device not returned by user facility.

Event description:
The report from the user facility describes an event in which the rapid infuser caught fire and filled the operating room with smoke while infusing blood into a patient. Once disconnected, the rapid infuser stopped smoking.